Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for essential tremor and dbs therapy indications. It was reported that the connector pin broke off the desktop charger (dtc) and was stuck inside the ins recharger (insr). As a result, they could not use their equipment. On the call, the patient confirmed they removed the broken pin. They also mentioned that they hadn't been able to talk right because of the inability to charge. No out of box failures were reported. An email was sent to repair for replacement. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. Analysis of the connector pin confirmed that it was damaged. If information is provided in the future, a supplemental report will be issued.